Manufacturer narrative:
G2. Foreign: sweden. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an healthcare provider (hcp) inquired about MRI eligibility when the ins is discharged. Technical services noted that a patient implanted with an overdischarged ins can still have a conditional MRI scan if eligibility conditions are confirmed. The hcp provided the device information and noted that the patient has managed to keep the charging going until the timer counted down 60 minutes, but afterwards he could not charge as the symbol indicating he should call his physician appeared. Regarding the MRI eligibility, based on the implanted components and their locations, the patient¿s system is conditionally eligible for full body MRI at 1.5t (following all other specifications in the manual). Additional information was received. It was reported that they cannot charge the ins. They tried to kickstart it without success and called tech support. It was noted that they tried without succeeding. The issue was not resolved at the time of the report. The manufacturer representative (rep) would obtain further information from the hcp on 2025-oct-23. The patient had not used the ins for years and want it explanted but now needed an MRI and then tried to charge the device without success. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury at the time of the report. Additional information was received from multiple sources (manufacturer representative, healthcare provider). It was reported that the nurse received confirmation from the patient that the message was por. The hcp wanted to clarify how to get past the por message and start charging the battery and asked if the patient would need to come into the clinic so they can go in with the programmer. They understand that the patient can perform the MRI even though the battery is "dead", and since the patient is no longer using their ins, they do not feel it is necessary to try to "wake" it up unless absolutely necessary to perform the examination. Technical services responded that in this case, the por is expected (as result of the recovery from an overdischarged state) and it can be cleared only with the clinician programmer. They also noted that they don't have specific guidelines on MRI eligibility in case of por. Ac cording to the labels, because the patient was able to "wake up" the battery and establish the communication with the ins, then the por should be cleared and the MRI mode activated (to confirm the MRI eligibility). This even if the battery is not used and the stim left off. If by "need to wake it up" the hcp meant turn on the stimulation, this is absolutely not needed. Technical services rephrased, stating that now that the patient was able to communicate with the ins, the por message needs to be cleared and MRI mode activated. They don't have to turn on the therapy, and can leave the ins off. Though, when the patient has to undergo the MRI, the MRI mode has to be activated. Additional information was received. It was reported that the nurse informed the manufacturer representative (rep) that they saw the patient "this morning" to try to reset the por message. It turned out that they could not connect to the ins, probably because too much time had passed since the por message appeared, and the patient thought he could not charge the stimulator because of this message. When they told the patient "yesterday" to start charging despite this, he was back at the beginning needing to connect to the battery and wait for the 60 seconds to run out. The hcp could not connect with their programmer. Keeping their most recent conversation in mind, the hcp informed the MRI staff that the patient was eligible for an MRI even though he had not gone through the usual steps, because the battery had now once again become over-discharged, or "dead," and that they could confirm that his system was MRI compatible. Additional information was received. It was reported that the patient had not used his device for years, they only now wanted to set it in MRI mode and that was why they did try to wake it up. If they make the decision to start it in the future they will perhaps try to recover it. Additional information was received. It was reported that the "reason why it has not been used is unsure of the effect of therapy." Additional information was received. It was clarified that the patient had been unsure if the spinal cord stimulation (scs) system had given pain relief so that's why it has not been used for years. Additional information was received from multiple sources (manufacturer representative, healthcare provider). It was reported that they called the nurse today ((B)(6) 2025). The patient had 2 surgeries that year but she was not in the office today. Additional information was received from the manufacturer representative (rep). It was reported that the device was causal or contributory with respect to the 2 surgeries the patient had that year. What the rep was told was that the first surgery replaced the lead and the ins in the beginning of the year by this device who after some years could not be activated after discharge. Additional information was received from the manufacturer representative (rep). It was reported that this is about a patient that could not kick-start the ins after a long time without using the device.